Manufacturer narrative:
A follow-up report will be filed if more information becomes available.

Event description:
It was reported that the iab ruptured in use. At this time, only limited information was available.